Manufacturer narrative:
Based on the information provided, the patient tried to bend his toe and forgot that the purpose of the surgery was to keep the toe from moving. Based on the x-rays, the bone did not appear fused. Per the IFU, the osteomed extremilock foot plating system implants are not intended to endure excessive abnormal functional stresses. Excessive or multiple bending of plates may weaken the plate and could result in implant failure. After the plate and screws were removed by the doctor, the doctor performed a keller cut and did not implant any additional hardware. Per information received, the patient is doing better with less swelling. There have been no other complaints for this part. The root cause of the complaint appears to be a that user error caused or contributed to the event.

Event description:
Dr. (B)(6) implanted the fusion plate. When the patients cast was removed the patient tried to put his foot into a boot therefore attempting to bend the fusion site. The plate broke in half and dr. (B)(6) decided to remove the plate and screws.